Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The emitter and axiem box were replaced. The navigation system then passed the system checkout and was found to be fully functional. The field generator was returned to the manufacturer for analysis. The field generator was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The event occurred intraoperatively during the navigate task and delayed surgical time by less than one hour. It was reported that in the middle of surgery, they were unable to track any of the instruments. The system was rebooted, but the issue was not resolved. Navigation was aborted. The surgery was completed successfully and there was no impact on patient outcome. Additional information received after the case had ended reported the site removed the emitter from the axiem box and the axiem box's status went green. It was noted the same behavior occurred even when the emitter was swapped out. The eminterface was checked and it indicated multiple flts were listed.

Manufacturer narrative:
The axiem was returned to the manufacturer for analysis. Analysis found that when connected to a known good test system the axiem displayed a red status. The field generator and tools displayed a red status, as well. When disconnecting the field generator, the axiem status changed to green. Eminterface shows faults on drives seven, eight and nine. All power supplies are working as intended. Analysis found that the reported event was related to a electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.